Event description:
Procedure type: lap chole. According to the reporter: shavings of plastic came out when obturator was placed in cannula. There was no report of pieces falling into the cavity or impacting the pt. A new instrument was used to complete the procedure. No pt injury was reported.